Event description:
Information received indicates the bed has no nurse call.

Manufacturer narrative:
The technician isolated the issue to a disconnected cable from the sidecomm circuit board to the power circuit board. He reconnected the cable to repair the bed.